Event description:
Manufacturer reference report: 3006705815-2019-02278. It was reported that the patient was not receiving adequate therapy. Reprogramming was attempted without success. As a result, the system was explanted on (B)(6) 2016.